Event description:
Reportable based on device analysis completed on 16apr2015. It was reported that the wire would not advanced smoothly in the catheter. The target lesion was located in the moderately tortuous gastroduodenal artery. A 105/3.0/2.5/.021/20 renegade¿ was selected and advanced to the lesion. During the procedure, intermittent flush was performed and they did not perform the shaping of the device and it was then noted that the transend ex guide wire would not advanced smoothly inside the renegade microcatheter. The renegade¿ was exchanged to a non bsc microcatheter and the same guide wire was used to complete the procedure. There were no patient complications reported and the patient's condition was good. However, device analysis revealed a missing coating on the catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A test guidewire .018inch was inserted through the catheter without any difficulty. A coating confirmation test was carried out and it could be seen that there was damaged and missing coating on the catheter which would be consistent with insufficient flush. There was no peeling or flaking of the coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that intermittent flush was performed. The directions for use (dfu) states; ¿to achieve optimal performance, it is recommended that continuous flow of appropriate flush solution be maintained between a) the renegade fiber braided microcatheter and guiding catheter, and b) the renegade fiber braided microcatheter and any intraluminal device. Continuous flushing aids in preventing contrast crystal formation and/or thrombosis on the intraluminal device and inside the guiding catheter and microcatheter lumens.¿ the dfu also states; ¿before removing the microcatheter from the carrier hoop, flush the carrier hoop with heparinized saline to wet the hydrophilic segment of the microcatheter. The luer fitting attached to the carrier hoop may facilitate the flushing of the carrier hoop. If difficulty in removing the product from the carrier hoop occurs, repeat injection or place in heparinized saline bath.¿ the most probable root cause is considered user related. (B)(4).